Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-jul-2023. The most recent information was received on 07-jul-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of intermenstrual bleeding ("significant metrorrhagia") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced intermenstrual bleeding (seriousness criterion medically important), blood pressure fluctuation ("variation in blood pressure"), asthenia ("asthenia") and migraine ("migraines"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to blood pressure fluctuation, intermenstrual bleeding, asthenia or migraine. The reporter commented: patient¿s current status is need for removal of the device. The following amendment was made: after internal review, amenorrhea was deleted as event. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 07-jul-2023. The most recent information was received on 17-jul-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of intermenstrual bleeding ("significant metrorrhagia") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced intermenstrual bleeding (seriousness criterion medically important), blood pressure fluctuation ("variation in blood pressure"), asthenia ("asthenia") and migraine ("migraines"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to blood pressure fluctuation, intermenstrual bleeding, asthenia or migraine. The reporter commented: patient¿s current status is need for removal of the device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-jul-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of intermenstrual bleeding ("significant metrorrhagia") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the day of essure insertion, she experienced amenorrhoea ("occurrence of period approximately 6 months after insertion"). An unknown time later she experienced intermenstrual bleeding (seriousness criterion medically important), blood pressure fluctuation ("variation in blood pressure"), asthenia ("asthenia") and migraine ("migraines"). Essure treatment was not changed. In january 2016, amenorrhoea had resolved. At the time of the report, the outcomes for the remaining events were unknown. No causality assessment was received for essure with regard to blood pressure fluctuation, intermenstrual bleeding, asthenia, migraine or amenorrhoea. The reporter commented: patient¿s current status is need for removal of the device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.